Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09355. It was reported that the burr became stuck in the lesion and vessel perforation occurred. The target lesion was located in the severely calcified and tortuous left circumflex (lcx) artery. A 1.25mm rotalink¿ plus and a rotawire floppy were selected for use. During procedure, it was noted that the burr became stuck in the ostium of the circumflex artery and could not be removed. The physician used a wire and a balloon to successfully remove the burr; however, vessel perforation occurred and heparin administration was reversed to control the perforation. The procedure was not completed and the patient was then transferred to the intensive care unit. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in a bio-hazard plastic bag with the related rotablator rotalink plus device. Visual inspection noted that the body was kinked and the distal tip was stretched with the solder weld missing. An attempt to remove the rotawire was unsuccessful, due to the kinked handshake connection of the rotalink burr catheter. All outer diameter (od) was measured and met specifications except for the od of distal tip because it was stretched. The overall length of the rotawire was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09355. It was reported that the burr became stuck in the lesion and vessel perforation occurred. The target lesion was located in the severely calcified and tortuous left circumflex (lcx) artery. A 1.25mm rotalink¿ plus and a rotawire floppy were selected for use. During procedure, it was noted that the burr became stuck in the ostium of the circumflex artery and could not be removed. The physician used a wire and a balloon to successfully remove the burr; however, vessel perforation occurred and heparin administration was reversed to control the perforation. The procedure was not completed and the patient was then transferred to the intensive care unit. No further patient complications were reported.